Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The serial number is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s grandson reported customer¿s adc blood glucose meter produced a reading that was higher when compared to a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 customer lost consciousness. A capillary test done with the adc meter gave a reading of 180 mg/dl. Customer was transported to a hospital, where a reading of 30 mg/dl was received on a hospital device. Caller noted the customer received two injections, which he believed was glucagon. It is unknown how much time may have elapsed between the two readings. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided for the reported meter and test strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of freestyle precision neo meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  A tripped trend review was completed for the reported complaint and freestyle precision neo meter and no tripped trends were observed. Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed for the precision strips, and confirmed that precision strips continue to be safe, effective, and perform as intended in the field.    Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was completed for the reported complaint and precision strips, no tripped trends were observed.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s grandson reported customer¿s adc blood glucose meter produced a reading that was higher when compared to a healthcare provider¿s meter. It was further reported that on (B)(6) 2018 customer lost consciousness. A capillary test done with the adc meter gave a reading of 180 mg/dl. Customer was transported to a hospital, where a reading of 30 mg/dl was received on a hospital device. Caller noted the customer received two injections, which he believed was glucagon. It is unknown how much time may have elapsed between the two readings. No additional treatment was reported. There was no report of death or permanent injury associated with this event.